Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium. A non-abbott catheter (fantasista 8 fr manufactured by japan lifeline) was inserted into the sheath. After rf delivery, when a non-abbott catheter (5fr snake manufactured by japan lifeline) was inserted, blood started to leak from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only products inserted directly into the hemostasis valve were the included dilator, fantasista catheter, and snake catheter. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.